Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. After a guide wire crossed the lesion, plain old balloon angioplasty was performed with a 2.0mm balloon catheter. Then a 2.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion; however, slight resistance was felt and the device failed to cross. When the device was removed, it was noted that the distal side of the edge of the stent struts were lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was stable.